Manufacturer narrative:
The device was not received for analysis; therefore no physical analysis of the product can be performed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. Reviewing all details to date, it appears that clinical and or procedural factors may have impacted on the reported event. The date of the event, lot number and initial reporter name is unknown. If any further relevant information is provided, a follow-up medwatch report will be submitted.

Event description:
Note: this report pertains to the second device/second case. Medwatch report 2126666-2017-00006 captures the first device/first case. According to the doctor, complaining that the guidewires were sticking within the actual catheter. The doctor claims that the wire was wet. The guide wires were extra moist then it just, he believes that the tip of the catheter were fraying. You know like take it off the coating of the actual guidewire. In both cases, the cases were delayed. There was no harm to the patient. Both patient's are fine according to the doctor and staff. Additional information the wire was sticking due to the cath lumen was to small.